Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found a single occurrence of system fault sf143 and performance testing was unable to reproduce the device fault. It was determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address the device issues. The device was serviced, calibrated, tested and cleaned before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf143) indicating failure to start ventilation and failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the reported system fault 143. The investigation determined that the reported system fault 143 was due to a transient software timing issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf143) indicating failure to start ventilation and failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.